Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot# v460281, implanted: 2010 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the battery icon won't go away and the patient was concerned that her ins (implantable neurostimulator ) battery needed to be replaced. The patient just put 2 new batteries in the programmer but the battery under the plus key won't go away. The icon on the left was showing a full battery. The patient confirmed that she was only seeing 2 icons on the top row, the ins on/off icon and the programmer battery icon. It was reviewed usually the ins and battery icon appears in between the two pictures to show that the ins battery is getting low. It was noted that the patient gets up and has frequency regardless if the stim is on or off. The patient tried turning the stim off with the hcp (healthcare provider) in (B)(6) 2013 to see how it was working. They wanted her to do the logging thing but she just can't do it anymore and was frustrated with that. The patient ended up turning it back on 3 weeks to 1 month later. The patient thought her symptoms were a little worse, however, when she has it off. It was at 6.0v and when the patient moves it up she can feel it stimulating on the back. The patient had it on the 3. The patient puts mangos and did a health book and it relaxes her bladder. The patient mixes up tart cherrys, mango and yogurt in a cup and drinks this. The patient doesn't get up as much. The patient needed to make an appointment to go back. It was also noted that the patient doesn't remember anything and that she maybe needed something for her brain. It was noted that the patient does cut the stimulation off for a while but then gets tired of going to the bathroom a lot. It was noted that the patient doesn't have as many problems with the new ins. Additional information received on 2015 (B)(6) indicated that battery was dead due normally depletion and patient experienced going to bathroom all day, really tired when she gets up, went every hour on the hour, bowel running off. It was also noted that patient's battery was died and she was not getting any therapy so that was why she has return of symptoms. It was also indicated that the implantable neurostimulator (ins) was like it moved, it was like sitting on a wallet and like the ins was hitting a nerve and was hurting when she walks. The patient was feeling a pinched nerve and the ins was moving up and pushing out. Patient also experienced pain from the ins. It was noted that patient turned off the device and it helped some. The patient took corn starch to help bowel and mango to help going to bathroom at night. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation . No further information was reported. Further follow up is being conducted to obtain additional information. A follow-up report will be sent if additional information becomes available.